Event description:
It has been reported to us that the tip of the hypotube detached and was stented into the patient's vessel. The physcian inserted the occlusion balloon wire into the patient and had difficultly advancing and steering the hypotube into the right coronary artery. The physician inserted a balloon wire for support and after manipulation the wires, the tip of the hypotube of the occlusion device detached 2.5cm proximal to the occulsion balloon. The physician attempted a lasso-technique in an attempted to retrieve the detached section of the hypotube, but was not successful. During the attempt to remove the detached section a dissection occurred. The physician treated the dissection with stenting. The physician decided to stent the detached section of hypotube to the vessel wall of the patient.